Event description:
The customer called for an error code that she received. While troubleshooting, the customer had a normal control test result of 442 mg/dl. The upper control limit is 16 mg/dl. The customer did not allege any adverse events. The meter and strips are to be returned for evaluation, and replacement meter and strips are to be sent.